Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is not accessible for testing. A lot history review (lhr) of rebx0678 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC presented leak in siliconated sheath. No other information was provided.